Manufacturer narrative:
Additional information: update product details. The product was ba400 abutment 8mm. This report is submitted on september 10, 2019, by cochlear ltd.

Event description:
Product detail has been updated.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient experienced skin overgrowth and pain at the abutment side. An abutment revision surgery is planned. It is unknown if the revision surgery has happened as of the date of this report (B)(6) 2019.